Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing delivery issues with the pump. Additionally, it was reported that during the the fill tubing process insulin will come out of the tubing very fast or very slow. Customer's blood glucose level ranged between 45-500 mg/dl which was addressed by ingesting food and delivering a bolus. Reportedly, the customer had manual injections as alternate insulin therapy.